Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "probe was broken" occurred due to some areas where the cracks developed and was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the thunderbeat front-actuated grip's probe was detached from the distal end. There were no reports of patient involvement.